Event description:
It was reported that the clinical study patient experienced difficulty charging the implantable pulse generator (ipg) due to the ipg flipping. The patient underwent a procedure where the ipg was revised. The event was assessed as having a possible relationship to procedure and device. The event was assessed as not related to the stimulation. The event was reportedly resolved.